Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009; inratio: 1.1; lab: 1.2.

Manufacturer narrative:
Data analysis for inr results was not performed, because inratio and lab testing was done more than 3 hours apart. It was reported that there was a change in coumadin dosage. Since product has been received, additional investigation will be performed.